Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported there was no gas flow from the electronic gas delivery system to the oxygenator, although the central control monitor showed flow and fio2 values. The user noticed the blood in the reservoir was too dark, so the flow and the fio2 settings were increased with the same result. The user ran a tube from the auxiliary o2 flow meter on the anesthesia machine directly to the reservoir and the blood quickly turned bright red. The user and the surgeon decided to come back "off bypass". The user then cut the tube that was between the vaporizer and the auxiliary flowmeter on the system 1 and found there was no flow. Another user had arrived into the room and disconnected and reconnected the o2 and air lines from the room. The machine then had flow in the tubing that had been cut. The user inserted a union into the cut air tubing and all was normal. The decision was made to go back "on bypass". The surgical procedure was then concluded with no further issue. The user reported there had been no injury to the pt and the pt was "doing well" and recovering appropriately.

Manufacturer narrative:
Evaluation in progress but not concluded.